Event description:
The customer received blood glucose readings of 56 and 386mg/dl from the contour next link. He used a different bottle of strips and received a reading of 377mg/dl, then a 3rd bottle of strips and received a reading of 390mg/dl. He then retested on a contour next ez and the reading was 157mg/dl. The differences among the tests fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. No product was replaced.